Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vitek®2 ast-p654 test kit (reference 421912). The customer reported a false resistant result for a (B)(6). Haemolyticus strain associated with vitek®2 ast-p654 test kit 20 cards (ref. 421912). The customer has tested the impacted strain with the cefoxitin disc diffusion method and (B)(6) plate results was susceptible, confirming the impacted strain as (B)(6). The customer performed a retest of the s. Aureus on the impacted lot of vitek®2 ast-p654 and obtained the expected result, (b)() screen test (B)(6) and (B)(6) value=(B)(6), result. Identification of the strain as a (B)(6) was confirmed by maldi (bruker) test. When testing a s. Haemolyticus strain on the same lot of ast-p654 card, the customer obtained (B)(6) screen test during the first test and the retest while the result obtained by (B)(6) disc diffusion method was (B)(6). There was a delay in reporting the correct result to the physician. The discrepant result was not reported. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
The following replaces the entire narrative in the initial medwatch 1950204-2018-00338: a customer in germany notified biomerieux of discrepant results associated with vitek® 2 ast-p654 test kit (reference 421912). The customer reported a false resistant (positive) cefoxitin screen result for a staphylococcus haemolyticus strain. Customer testing of the strain via cefoxitin disc diffusion method was susceptible. The customer performed a retest of the staphylococcus haemolyticus with the same lot of vitek® 2 ast-p654 and obtained the expected result, oxsf screen test negative and ox mic value=0.5 mg/l (susceptible). There was a delay in reporting the correct result to the physician. The discrepant result was not reported and therefore had no impact on patient treatment decisions. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to a false positive cefoxitin screen (oxsf) result for a staphylococcus haemolyticus strain, from a patient isolate in association with vitek® 2 ast-p654 and vitek 2 v8.01 software. The presence of (B)(6) haemolyticus was confirmed by pcr meca (B)(6), and a resistant cefoxitin disc diffusion result (20.5 mm r). Tests performed on the ast-p654 card and system vitek 2 v8.01 impacted (aes parameters : eucast + eucast based) : two ast-p654 cards, one from customer lot 8040780103, and random lot 8040676103, were tested from cba subcultures. A positive oxsf test and "modification of pbp (meca)" phenotype were given by aes software for both lots tested. The positive oxsf test correlated with the disc diffusion resistant result (fox kb r). In conclusion, the customer's oxsf positive results were reproduced and are correlated with the reference method. The susceptible cefoxitin disk diffusion result obtained by the customer, was not reproduced in-house.